Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was not able to fire, he was able to press the green button but unable to squeeze the handle. The handle was able to be used successfully for subsequent successful firings. No patient involvement.